Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 11/15/2019, electrode belt: 8/27/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. It was reported that the patient was in the hospital at the time of passing. Per clinical review of the patient's download data, at 10:06:34 am, the patient's rhythm was an idioventricular rhythm at 60 bpm. The rhythm then degraded to vt at 140 bpm with intermittent cardiac activity degrading to asystole. The patient's treatment threshold was set at 150 bpm, which prevented the lifevest from delivering a treatment during the vt at 140 bpm. At 10:08:44 am, the patient's rhythm then transitioned to vt at 140 bpm degrading to vf with CPR and motion artifact, electrode lead fall off and response button use. The patient's heart rate being below the treatment threshold, CPR and motion artifact, and response button use prevented the lifevest from delivering a treatment during this time. The electrode belt was disconnected at 10:27:01 am while the patient was in vf. The equipment was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's passing.